Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather product ID information and no further info is available product has not been evaluated as it has been determined the event is not related to device. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. Root cause of the reported event is not device related. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. A superficial infection was reported and no product information was provided; therefore, validation of sterile certifications cannot be performed. However, the reported event is considered procedure related. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in egypt. G2: literature - fouaad, a.a., hegazy, g., alnahas, m. Et al. Lunate bone excision and scaphocapitate arthrodesis in late stages of kienböck¿s disease: a long-term prospective study. International orthopaedics (sicot) 49, 1143¿1152 (2025). Https://doi.org/10.1007/s00264-025-06458-8. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a journal article was retrieved from international orthopaedics (2025) that reported a study from egypt. The purpose of the study was to evaluate the outcomes of scaphocapitate arthrodesis with lunate excision in patients with stage iiib and iiic kienböck¿s disease. The study reported three patients developed superficial wound infections, which were effectively managed with wound care and antibiotics. Attempts have been made and no further information has been provided.